Event description:
Additional information received from business partner. The patient's medical history included that the crps (complex regional pain syndrome) was of the left arm and left leg. Concomitant products included: cymbalta (duloxetine hydrochloride) 60 md/day, lipitor (atorvastatin calcium) 80 mg/day, zetia (ezetimibe), asa (acetylsalicylic acid), oxycontin (oxycodone), neurontin (gabapentin) 300 mg 4x/day and niaspan ER (niacin extended release), dates of therapy, routes, doses and frequency of use were not reported, when not indicated. On (B)(6) 2007, the patient was hospitalized with an abscess of the lumbar catheter site and abdominal wall over the pump. On unspecified dates, the physician noted the patient had weakness in her left side secondary to the catheter issue ("it had nothing to do with the medication"). The catheter was removed and subsequently the pump was removed secondary to a localized infection over the pump. The physician clarified the pump and catheter were surgically removed and the patient was treated with medical wound treatment and unspecified antibiotics. The patient recovered. On unspecified dates in (B)(6) 2008, after starting the product, the patient experienced a pump pocket, catheter track and spine "staph" infection. The patient had a fever of 105 + degree fahrenheit, "was very sick," localized infection over the pump, abscess of lumbar catheter site and abdominal wall. Unspecified blood work was done and verified the staphylococcus infection. The patient also had weakness in their left arm (muscular weakness) secondary to the catheter. It was noted that it had nothing to do with the medication. The patient was treated with unspecified IV (intravenous) and oral antibiotics (dates, doses, frequency of use were not reported). The physician explanted the pump, the catheter. The patient noted she was told she "could never have the pump implanted again." The infection resolved. As of (B)(6) 2016, the only drug the patient took was ibuprofen at an unknown concentration, route, dose and frequency of use. No additional information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a patient receiving baclofen (unknown dose and concentration) via an implantable infusion pump for non-malignant pain and reflex sympathetic dystrophy causalgia-complex regional pain syndrome. It was reported that the patient¿s pump was removed in (B)(6) 2008. It was reported the patient had an infection in the pump pocket as well as in the catheter track, and spine. It was reported the patient experienced a fever of 105+ degrees and she was ¿a very sick woman.¿ it was stated the patient had blood work done. The infection strain was deemed to be a staph infection. It was stated an unknown company representative was present at the patient¿s explant and was aware of the infection. Intravenous antibiotics and oral antibiotics were given as an intervention to the infection. The pump and catheter were removed. Once the infection was treated and resolved they told the patient she can never have a pump implanted again. It was stated the only drug the patient takes now is ibuprofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.